Event description:
The service center was informed during a standard inspection of the asset return, high definition autoclavable camera head produced no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04394. The camera head was evaluated and found no image was displayed. Additionally, the charged coupled device (ccd) chip was found faulty. The coupler rotation lock would not engage properly. There were multiple kinks on the cable and dents on tip of connector. The camera head was repaired and returned to inventory. A review of the asset camera head's history was reviewed which indicated the device was last serviced on november 15, 2016. No device was returned to the original equipment manufacturer (omsc), however, an investigation was completed by omsc. The omsc performed a device history record review and no abnormalities were noted. Omsc determined that there was no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to ccd unit failure. Since twisting of the cable and indentation of the connector was confirmed, external force may have been applied to the product during transportation, storage, use, reprocessing, etc. External force distorted the area around the coupler, so the rotational lock of the coupler is no longer engaged. In addition, it is assumed that the image does not display because the ccd unit was damaged by the external force.